Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. It was reported that the incident occurred in early (B)(6) 2017; however, the exact date is unknown.

Event description:
It was reported that during patient use of the portex® blue line ultra® vocalaid tracheostomy tube it was found that the device cuff delated more rapidly "than others". It was reported that a cuff leak check was performed prior to patient use and no leak was discovered. No information is available regarding how long the device was in patient use prior to the reported event. It was reported that there was no patient adverse event and no medical treatment was needed. No further information is available regarding the event.

Manufacturer narrative:
One tracheostomy tube was returned for analysis in used condition. Visual inspection of the tube showed now obvious holes or visual discrepancies. The returned sample was inflated using a syringe in order to detect any leakage. Leaks were detected in the pilot balloon between the pilot and valve. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.